Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room and then hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 500 mg/dl and something. The customer reported that he was vomiting at the hospital that is why they admitted him. The customer was treated with intravenous drip at the hospital. They mentioned that the infusion set got twisted and no insulin was getting into him and he did not know about it. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.